Event description:
The following has been reported: biomed reported: please see below attached the pumps that have issues with internal things, all pumps have been cleaned and tried testing an infusion but did not complete the cycle, no pump stopped an active infusion nor did any pump cause patient harm. Red alarm. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 4). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
The device was returned for a valve 4 failure. The complaint was reproduced as device alarmed out and log file review of that incident confirms a valve 4 failure. As the device was provisioned already to at least 5.9.2 software this means the valve itself is defective.